Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), menorrhagia ('abnormal bleeding menorrhagia/ abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included add, anxiety, c-section, fetal distress, uterine bleeding, menses irregular and myalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition type: gas"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal)-type: uti"), vaginal infection ("vaginal infection"), skin lesion ("rashes or skin conditions type: sores on scalp/ allergic or hypersensitivity reaction type: sores on scalp due to nickel allergy/ rashes on scalp"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-type : yeast infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal level imbalance") and experienced mood swings ("hormonal changes-describe: mood swings") and hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). In 2015, the patient experienced gingival disorder ("dental problems / dental problems gums are receding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in her lower abdomen"), dysgeusia ("metal taste in her inouth"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and arthralgia ("joint pain") and was found to have benign joint neoplasm ("tumor / teratoma / cancer type: right hip tumor/ tumor/ teratoma/ cancer-type : hip tumor"). The patient was treated with duloxetine hydrochloride (cymbalta), ibuprofen and surgery (ablation and underwent a partial hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, skin lesion, allergy to metals, dysmenorrhoea, fatigue, vaginal discharge, flatulence, alopecia and dyspareunia had resolved, the genital haemorrhage, abdominal pain lower and dysgeusia had not resolved and the cystitis, urinary tract infection, vaginal infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, gingival disorder, benign joint neoplasm, weight increased, hormone level abnormal, arthralgia, vulvovaginal mycotic infection, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, benign joint neoplasm, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, gingival disorder, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin lesion, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she continues to suffer from and treat for these maladies with her medical professionals. Current weight 160 lbs. Plantiff states that she attempted ablation,but it could not be done due to uterus being too small. Approximate weight at the time of essure placement 130 lbs. Discrepancy regarding ablation, as per current information ablation was attempted but could not be done due to uterus being too small. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimen(s) of: uterus, cervix, 'tubes final pathology diagnosis: uterus with cervix (136 . 5 grams), total vaginal hysterectomy: 1. Weak proliferative pattern endometrium. 2. No myometrial lesions identified. Right and left fallopian tubes, bilateral salpingo-oophorectomy: fimbriated fallopian tubes x2, with paratubal cyst(s).. Ultrasound scan - on an unknown date: ultrasound test whicl showed that the coils were properly placed.. X-ray - on an unknown date: benign osteoscloratic tumor. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Events added: hormonal changes-describe: mood swings and hot flashes. Event onset date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included add, anxiety, c-section, fetal distress, uterine bleeding, menses irregular and myalgia. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2015. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition type: gas"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy,") and alopecia ("hair loss."). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal level imbalance"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced abdominal pain lower ("cramping in her lower abdomen"), genital haemorrhage ("excessive bleeding"), dysgeusia ("metal taste in her mouth"), skin lesion ("rashes or skin conditions type: sores on scalp"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems,"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain") and was found to have benign joint neoplasm ("tumor / teratoma / cancer type: right hip tumor"). The patient was treated with ibuprofen and surgery (ablation and underwent a hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage and dysgeusia had not resolved and the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, skin lesion, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, benign joint neoplasm, fatigue, vaginal discharge, weight increased, flatulence, alopecia, hormone level abnormal, dyspareunia and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, benign joint neoplasm, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, skin lesion, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she continues to suffer from and treat for these maladies with her medical professionals. Current weight 160 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimen(s) of: uterus, cervix, 'tubes. Final pathology diagnosis: uterus with cervix (136 . 5 grams), total vaginal hysterectomy: weak proliferative pattern endometrium. No myometrial lesions identified. Right and left fallopian tubes, bilateral salpingo-oophorectomy: fimbriated fallopian tubes x2, with paratubal cyst(s). Ultrasound scan - on an unknown date: ultrasound test which showed that the coils were properly placed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-dec-2018: new pfs + mr received- new events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), rashes or skin conditions type: sores on scalp, migraines / headaches, bladder or urinary problems or changes, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), tumor / teratoma / cancer type: right hip tumor, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: gas, hair loss, joint pain, dyspareunia were added. New reports were added. Concomitant conditions and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding menorrhagia/ abnormal bleeding (vaginal,menorrhagia)") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included add, anxiety, c-section, fetal distress, uterine bleeding, menses irregular and myalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition type: gas"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal)-type: uti"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-type : yeast infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal level imbalance"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in her lower abdomen"), dysgeusia ("metal taste in her "mouth""), skin lesion ("rashes or skin conditions type: sores on scalp/ allergic or hypersensitivity reaction type: sores on scalp due to nickel allergy/ rashes on scalp"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems / dental problems gums are receding"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain") and was found to have benign joint neoplasm ("tumor / teratoma / cancer type: right hip tumor/ tumor/ teratoma/ cancer-type : hip tumor"). The patient was treated with duloxetine hydrochloride (cymbalta), ibuprofen and surgery (ablation and underwent a partial hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, skin lesion, allergy to metals, dysmenorrhoea, fatigue, vaginal discharge, flatulence, alopecia and dyspareunia had resolved, the genital haemorrhage, abdominal pain lower and dysgeusia had not resolved and the cystitis, urinary tract infection, vaginal infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, benign joint neoplasm, weight increased, hormone level abnormal, arthralgia and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, benign joint neoplasm, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, skin lesion, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she continues to suffer from and treat for these maladies with her medical professionals. Current weight 160 lbs. Plaintiff states that she attempted ablation, but it could not be done due to uterus being too small. Approximate weight at the time of essure placement 130 lbs. Discrepancy regarding ablation, as per current information ablation was attempted but could not be done due to uterus being too small. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimen(s) of: uterus, cervix, 'tubes. Final pathology diagnosis: uterus with cervix (136 . 5 grams), total vaginal hysterectomy: 1. Weak proliferative pattern endometrium. 2. No myometrial lesions identified. Right and left fallopian tubes, bilateral salpingo-oophorectomy: fimbriated fallopian tubes x2, with paratubal cyst(s).. Ultrasound scan - on an unknown date: ultrasound test which showed that the coils were properly placed.. X-ray - on an unknown date: benign osteosclerotic tumor. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received : events added- infection (bladder/ urinary tract/vaginal)-type : yeast infection. Event coding changed from ¿tooth disorder ¿ to ¿gingival recession¿. Outcome of events ¿pain, dysmenorrhea, vaginal discharge, dyspareunia, abnormal bleeding, nickel allergy, skin lesion(rashes on scalp),fatigue, hair loss, gastrointestinal issue (flatulence) was updated to recovered/resolved. Verbatim ¿allergic or hypersensitivity reaction type: sores on scalp due to nickel allergy¿ added to event ¿skin lesion". Event onset dates updated. Treatment and concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), menorrhagia ('abnormal bleeding menorrhagia/ abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A78081, a36620) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included fibromyalgia since 2008, add, anxiety, c-section, fetal distress, uterine bleeding, menses irregular and myalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition type: gas"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal)-type: uti"), vaginal infection ("vaginal infection"), skin lesion ("rashes or skin conditions type: sores on scalp/ allergic or hypersensitivity reaction type: sores on scalp due to nickel allergy/ rashes on scalp"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-type : yeast infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal level imbalance") and experienced mood swings ("hormonal changes-describe: mood swings") and hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). In 2015, the patient experienced gingival recession ("dental problems / dental problems gums are receding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in her lower abdomen"), dysgeusia ("metal taste in her inouth"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and arthralgia ("joint pain") and was found to have benign joint neoplasm ("tumor / teratoma / cancer type: right hip tumor/ tumor/ teratoma/ cancer-type : hip tumor"). The patient was treated with antibiotics, duloxetine hydrochloride (cymbalta), ibuprofen and surgery (ablation and underwent a partial hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, skin lesion, allergy to metals, dysmenorrhoea, fatigue, vaginal discharge, flatulence, alopecia and dyspareunia had resolved, the genital haemorrhage, abdominal pain lower and dysgeusia had not resolved and the cystitis, urinary tract infection, vaginal infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, gingival recession, benign joint neoplasm, weight increased, hormone level abnormal, arthralgia, vulvovaginal mycotic infection, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, benign joint neoplasm, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, gingival recession, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin lesion, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she continues to suffer from and treat for these maladies with her medical professionals. Current weight 160 lbs. Plaintiff states that she attempted ablation,but it could not be done due to uterus being too small. Approximate weight at the time of essure placement 130 lbs. Discrepancy regarding ablation, as per current information ablation was attempted but could not be done due to uterus being too small. Patient's left side with 4 coils seen. Patient's right side with 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: bilateral essure devices are demonstrated. Pathology test - on (B)(6) 2016: specimen(s) of: uterus, cervix, 'tubes final pathology diagnosis: uterus with cervix (136 . 5 grams), total vaginal hysterectomy: weak proliferative pattern endometrium. No myometrial lesions identified. Right and left fallopian tubes, bilateral salpingo-oophorectomy: fimbriated fallopian tubes x2, with paratubal cyst(s). Ultrasound scan - on an unknown date: ultrasound test whicl showed that the coils were properly placed. X-ray - on an unknown date: benign osteoscloratic tumor. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: medical records received lot no and lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping in her lower abdomen"), genital haemorrhage ("excessive bleeding") and dysgeusia ("metal taste in her inouth"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy on (B)(6) 2016). At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage and dysgeusia had not resolved. The reporter considered abdominal pain lower, dysgeusia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she continues to suffer from and treat for these maladies with her medical professionals. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), menorrhagia ('abnormal bleeding menorrhagia/ abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A36620-not valid, a78081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included fibromyalgia since 2008, add, anxiety, c-section, fetal distress, uterine bleeding, menses irregular and myalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition type: gas"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal)-type: uti"), vaginal infection ("vaginal infection"), skin lesion ("rashes or skin conditions type: sores on scalp/ allergic or hypersensitivity reaction type: sores on scalp due to nickel allergy/ rashes on scalp"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-type : yeast infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal level imbalance") and experienced mood swings ("hormonal changes-describe: mood swings") and hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). In 2015, the patient experienced gingival recession ("dental problems / dental problems gums are receding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in her lower abdomen"), dysgeusia ("metal taste in her inouth"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and arthralgia ("joint pain") and was found to have benign joint neoplasm ("tumor / teratoma / cancer type: right hip tumor/ tumor/ teratoma/ cancer-type : hip tumor"). The patient was treated with antibiotics, duloxetine hydrochloride (cymbalta), ibuprofen and surgery (ablation and underwent a partial hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, skin lesion, allergy to metals, dysmenorrhoea, fatigue, vaginal discharge, flatulence, alopecia and dyspareunia had resolved, the genital haemorrhage, abdominal pain lower and dysgeusia had not resolved and the cystitis, urinary tract infection, vaginal infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, gingival recession, benign joint neoplasm, weight increased, hormone level abnormal, arthralgia, vulvovaginal mycotic infection, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, benign joint neoplasm, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, gingival recession, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin lesion, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plantiff states that she attempted ablation,but it could not be done due to uterus being too small. Discrepancy regarding ablation, as per current information ablation was attempted but could not be done due to uterus being too small. Patient's left side with 4 coils seen. Patient's right side with 6 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: bilateral essure devices. Pathology test - on (B)(6) 2016: fimbriated fallopian tubes x2, with paratubal cyst(s).. Ultrasound scan - on an unknown date: coils were properly placed.. X-ray - on an unknown date: benign osteoscloratic tumor. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Lot number (a36620 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), menorrhagia ('abnormal bleeding menorrhagia/ abnormal bleeding (vaginal,menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A36620-not valid,a78081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included fibromyalgia since 2008, add, anxiety, c-section, fetal distress, uterine bleeding, menses irregular and myalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and flatulence ("gastrointestinal or digestive system condition type: gas"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal)-type: uti"), vaginal infection ("vaginal infection"), skin lesion ("rashes or skin conditions type: sores on scalp/ allergic or hypersensitivity reaction type: sores on scalp due to nickel allergy/ rashes on scalp"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-type : yeast infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal level imbalance") and experienced mood swings ("hormonal changes-describe: mood swings") and hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). In 2015, the patient experienced gingival recession ("dental problems / dental problems gums are receding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in her lower abdomen"), dysgeusia ("metal taste in her mouth"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and arthralgia ("joint pain") and was found to have benign joint neoplasm ("tumor / teratoma / cancer type: right hip tumor/ tumor/ teratoma/ cancer-type : hip tumor"). The patient was treated with antibiotics, duloxetine hydrochloride (cymbalta), ibuprofen and surgery (ablation and underwent a partial hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, skin lesion, allergy to metals, dysmenorrhoea, fatigue, vaginal discharge, flatulence, alopecia and dyspareunia had resolved, the genital haemorrhage, abdominal pain lower and dysgeusia had not resolved and the cystitis, urinary tract infection, vaginal infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, gingival recession, benign joint neoplasm, weight increased, hormone level abnormal, arthralgia, vulvovaginal mycotic infection, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, benign joint neoplasm, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, gingival recession, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin lesion, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she continues to suffer from and treat for these maladies with her medical professionals. Current weight 160 lbs. Plantiff states that she attempted ablation,but it could not be done due to uterus being too small. Approximate weight at the time of essure placement 130 lbs. Discrepancy regarding ablation, as per current information ablation was attempted but could not be done due to uterus being too small. Patient's left side with 4 coils seen. Patient's right side with 6 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: bilateral essure devices are demonstrated. Pathology test - on (B)(6) 2016: specimen(s) of: uterus, cervix, 'tubes. Final pathology diagnosis: uterus with cervix (136 . 5 grams), total vaginal hysterectomy: 1. Weak proliferative pattern endometrium. 2. No myometrial lesions identified. Right and left fallopian tubes, bilateral salpingo-oophorectomy: fimbriated fallopian tubes x2, with paratubal cyst(s). Ultrasound scan - on an unknown date: ultrasound test which showed that the coils were properly placed. X-ray - on an unknown date: benign osteoscloratic tumor. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Lot number (a36620 ) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.